Manufacturer narrative:
Date of event is estimated. E1: reporter phone number: (B)(6). During processing of this incident, attempts were made to obtain complete device information. Unique device identifier (UDI #): the UDI is unknown because the serial number and/or lot number were not provided./UDI is not available. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient's ipg, and extensions were explanted and replaced. Reason unknown.